Manufacturer narrative:
Updated field: b4, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h11. A getinge field service engineer (fse) arrived at the site to confirm the fault. The prompt for maintenance is turned on. The 1# test front panel is faulty and needs to be replaced. The customer refused to pay for the repair. The equipment fault still exists. No safety test has been performed. The equipment cannot be used clinically.

Event description:
N/a.

Manufacturer narrative:
Due to character restriction, event site name: (B)(6). Due to character restriction, event site address: no. (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that after cs100 intra-aortic balloon pump (iabp) is turned on, the error code 1# is displayed and cannot be resolved. There was no patient involvement.